Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025 [related manufacturer reference number:3006705815-2023-01146] intraoperatively the patients lead reveled high impedances and the patient has ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's lead had a cut which caused the high impedances. Surgical intervention was undertaken on (B)(6) 2025, wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.